Manufacturer narrative:
Block h2: additional information: block b5 (describe event or problem) has been updated based on the additional information received on august 16, 2024. Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter.

Event description:
It was reported to boston scientific corporation that a resolution clip was used in the stomach during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2024. During the procedure, the clip could not be released from the catheter. The device was removed, and the procedure was completed with another resolution clip. It was reported that some resistance was felt before the handle spool reached the end of the stroke. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on august 16, 2024: it was confirmed that the clip was able to grasp and lock onto tissue; however, the clip could not be released from the catheter.

Event description:
It was reported to boston scientific corporation that a resolution clip was used in the stomach during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2024. During the procedure, the clip could not be released from the catheter. The device was removed, and the procedure was completed with another resolution clip. It was reported that some resistance was felt before the handle spool reached the end of the stroke. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter.